Event description:
The patient reportedly developed an infection of the wound at the implant site post revision surgery. The patient was treated with clindamycin. It was indicated that the patient's glasses was irritating the implant site. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.